Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted uka surgery, while burring the femur, the drill would intermittently stop. The team tried using a new anspach drill but the same thing happened. They also tried using a different navio handpiece but the same issue continued to occur. The surgery was completed, after a non-significant delay, switching to manual instrumentation. After the case they noticed that the or bed was locked on top of the navio bbt footpedal cord. No injuries were reported.

Manufacturer narrative:
H3, h6: the navio bbt footpedal, part number pfsr120031, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with user error. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.